Manufacturer narrative:
(B)(4). Lot number unknown / not provided. Product not returned to manufacturer

Event description:
Doctor reported that the implant disengaged from the driver tip during the implant placement. Doctor used another driver tip and another implant to complete the implant placement.

Manufacturer narrative:
One t3® non-platform switched parallel walled implant was returned for inspection with a cover screw. The device shows signs of wear consistent with use. The internal drive feature contains some additional debris. The reported driver was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instsm rev d (B)(6) 2016. Information identified: no-touchtm delivery of certain® internal & external hex connection tapered implants: for the certain internal connection implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. Complaint alleges the driver tip dropped the implant during use. The product was functionally tested with an in house driver. The implant is noted to assemble, retain, and disassemble as normal. No functional deficiency was detected. The complaint is non-verifiable, as the reported driver was not returned, and the returned implant had no technical deficiency. A root cause for this complaint could not be determined. The following sections were updated: date of this report, manufacturer, contact office - name/address, office contact - manufacturing site, follow-up number, follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, device manufacture date.